Event description:
Additional information was received from the patient reporting that they had not used the device during a time when they were in the hospital. The patient mentioned that they went to the hospital 2 more times with chest pain. The patient stated that it was unknown to them if the chest pain was related to the implanted system.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type 1. It was reported the patient recharged his implantable neurostimulator (ins) the night prior to this report and started having heart palpitations when his ins battery was at 3/4 full. It was recommended to the patient to consult with his doctor about his condition and using his pain stimulation. No device issues were alleged regarding this event. The patient indicated he had an appointment with his healthcare provider (hcp) on (B)(6) 2015. Additional information received from a consumer reported steps taken to resolve the heart palpitations when the implantable neurostimulator (ins) battery reached 3/4 full when recharging included the patient having a cardioversion. The patient's managing physician had not been notified about the heart palpitations. The patient was in the hospital for two weeks.if additional information is received, a follow-up report will be sent.